Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire that occurred on (B)(6) 2015. The patient stated that upon removal of the sensor pod, the sensor wire detached and remained in the skin, at the site of insertion. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).